Event description:
The customer reported, that the advisory alarm "time to change set" was not triggered as expected. The treatment could be continued after a change of the prismaflex set. There was no blood loss or other clinical consequences reported as a result of the reported event.

Manufacturer narrative:
The manufacturer has received and reviewed the treatment data files related to the reported event. The review of the treatment data files show that the advisory alarm "time to change set" was triggered by the machine after a reboot, advising the operator to change the disposable set. In a written warning, the prismaflex operator's manual states that the prismaflex set must be changed after 72 hours of use or 780 liters of blood have been processed through the filter.